Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass. According to the reporter: the client reports that the suture lines broke after 24 hours and anastomosis was leaking. The pt was transferred to the ICU due to peritonitis. Re-anastomosis done by hand with an add'l procedure.